Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in very good optical condition and no scratches. During audio and speaker testing, the reported problem was duplicated. The root cause of the reported issue was found to be the speaker. Speaker will be replaced as soon as it is in stock.

Event description:
It was reported that when an alarm condition occurs, the audio volume is lower than normal. No patient injury was reported.